Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had poor sleeve function. No serious injury or medical intervention was reported. Verbatim: "the service reports that when using the device, there was observation of a leakage in the holder. The rubber part on the needle connected to the tube did not totally cover the latter, which resulted in a leakage of blood into the tube holder. This is a device that the service is used to using and this event has already happened several times."

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to sleeve leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set had poor sleeve function. No serious injury or medical intervention was reported. Verbatim: "the service reports that when using the device, there was observation of a leakage in the holder. The rubber part on the needle connected to the tube did not totally cover the latter, which resulted in a leakage of blood into the tube holder. This is a device that the service is used to using and this event has already happened several times."